Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged."

Event description:
Event verbatim [preferred term] large burn blister with a diameter of approx. 5 cm on the back [burns second degree] , despite the reminder of the warning by the pharmacy, the patient carried the heat layer directly on the skin [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable pharmacist reporting for a customer. An 84-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) on an unspecified date (using for many years) at once a day, for tension / pain. The patient's medical history was not reported. Concomitant medications included insulin glargine (lantus), metamizole sodium (novaminsulfon), pregabalin, pantoprazole, telmisartan, bisoprolol, simvastatin, amlodipine, sulpiride (sulpirid), and opipramol. The patient used the product on (B)(6) 2019. She experienced a large burn blister with a diameter of approx. 5 cm on the back, on (B)(6) 2019. Despite the warning on the package (wear over clothing from the age of 55) and despite the reminder of the warning by the pharmacy, the patient carried the heat layer directly on the skin. A lot # could not be provided by the pharmacy upon request. The action taken in response to the events for thermacare heatwrap and the events outcome were unknown. New information received from the product quality group included: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s3 additional information has been requested and will be provided as it becomes available. Follow-up (29nov2019): new information received from citi and us dsu included: severity of harm assessment. Follow-up (06dec2019): new information received from product quality group included investigation results. Company clinical evaluation comment: based on the information provided, the events of "burn blister" and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time, comment: based on the information provided, the events of "burn blister" and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] large burn blister with a diameter of approx. 5 cm on the back [burns second degree] , despite the reminder of the warning by the pharmacy, the patient carried the heat layer directly on the skin [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable pharmacist and physician reporting for a customer. An 84-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) from (B)(6)2019 at once a day, for tension / pain and lumbar spine complaints. Medical history included neuralgia since 2004, renal insufficiency, state after thrombosis since 2014, dizziness syndrome since 2004, circulatory dysregulation since 2004, sleep disorder since 2004, bronchitis with obstruction since 2005, depression since 2011, drug intolerance since 2012, lumbar spine/breast spine syndrome since 2014, mobility restriction since 2014, eczema since 2015, fine motoric disorder since 2015, insulin-dependent type ii diabetes with neurologic complication since 2015, diabetic nephropathy since 2015, and diabetic mononeuropathy since 2015, long-term diabetic syndrome since 2017, sick-sinus syndrome since 2016, sigmoid diverticulitis since 2016. Concomitant medications included insulin glargine (lantus), metamizole sodium (novaminsulfon), pregabalin, pantoprazole, telmisartan, bisoprolol, simvastatin, amlodipine, sulpiride (sulpirid), opipramol, torasemide,and dapagliflozin. The patient stated she experienced a large burn blister with a diameter of approx. 5 cm on the back, on (B)(6)2019. The burn was treated surgically with subsequent wound care and bandage changes until (B)(6)2019. Expected consequences- "probably scar formation". Despite the warning on the package (wear over clothing from the age of 55) and despite the reminder of the warning by the pharmacy, the patient carried the heat layer directly on the skin on (B)(6)2019. A lot # could not be provided by the pharmacy upon request. It was also given previously and tolerated well.the action taken in response to the events for thermacare heatwrap and the outcome of the burn blister was not recovered and the remaining event was unknown. New information received from the product quality group included: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s3 follow-up (29nov2019): new information received from citi and us dsu included: severity of harm assessment. Follow-up (06dec2019): new information received from product quality group included investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (29jan2020): new information received from the contactable physician included: product start date, medical history, new concomitant medications and new event details. Follow-up attempts are completed. No further information is expected. Follow-up (21feb2020): new information received from the contactable pharmacist includes: event data (event onset updated; outcome updated). No follow-up attempts needed. No further information expected., comment: based on the information provided, the events of "burn blister" and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Arge burn blister with a diameter of approx. 5 cm on the back [burns second degree], despite the reminder of the warning by the pharmacy, the patient carried the heat layer directly on the skin [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable pharmacist. An (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) on an unspecified date (using for many years) at once a day, for tension / pain. The patient's medical history was not reported. Concomitant medication included insulin glargine (lantus), metamizole sodium (novaminsulfon), pregabalin, pantoprazole, telmisartan, bisoprolol, simvastatin, amlodipine, sulpiride (sulpirid), and opipramol. The patient used the product on (B)(6) 2019. She experienced a large burn blister with a diameter of approx. 5 cm on the back, on (B)(6) 2019. Despite the warning on the package (wear over clothing from the age of 55) and despite the reminder of the warning by the pharmacy, the patient carried the heat layer directly on the skin. A lot # could not be provided by the pharmacy upon request. The action taken in response to the event(s) for thermacare heatwrap and the event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blister" and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out., comment: based on the information provided, the events of "burn blister" and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Large burn blister with a diameter of approx. 5 cm on the back [burns second degree], despite the reminder of the warning by the pharmacy, the patient carried the heat layer directly on the skin [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable pharmacist and physician reporting for a customer. An 84-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) from on (B)(6) 2019 at once a day, for tension / pain and lumbar spine complaints. Medical history included neuralgia since 2004, renal insufficiency, state after thrombosis since 2014, dizziness syndrome since 2004, circulatory dysregulation since 2004, sleep disorder since 2004, bronchitis with obstruction since 2005, depression since 2011, drug intolerance since 2012, lumbar spine/breast spine syndrome since 2014, mobility restriction since 2014, eczema since 2015, fine motoric disorder since 2015, insulin-dependent type ii diabetes with neurologic complication since 2015, diabetic nephropathy since 2015, and diabetic mononeuropathy since 2015, long-term diabetic syndrome since 2017, sick-sinus syndrome since 2016, sigmoid diverticulitis since 2016. Concomitant medications included insulin glargine (lantus), metamizole sodium (novaminsulfon), pregabalin, pantoprazole, telmisartan, bisoprolol, simvastatin, amlodipine, sulpiride (sulpirid), opipramol, torasemide,and dapagliflozin. The patient stated she experienced a large burn blister with a diameter of approx. 5 cm on the back, on (B)(6) 2019. The burn was treated surgically with subsequent wound care and bandage changes until on (B)(6) 2019. Expected consequences- "probably scar formation". Despite the warning on the package (wear over clothing from the age of 55) and despite the reminder of the warning by the pharmacy, the patient carried the heat layer directly on the skin on (B)(6)2019. A lot# could not be provided by the pharmacy upon request. It was also given previously and tolerated well. The action taken in response to the events for thermacare heatwrap and the events outcome were unknown. New information received from the product quality group included: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s3. Follow-up (29nov2019): new information received from citi and us dsu included: severity of harm assessment. Follow-up (06dec2019): new information received from product quality group included investigation results. Company clinical evaluation comment: based on the information provided, the events of "burn blister" and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time. Follow-up attempts are completed. No further information is expected. Follow-up (29jan2020): new information received from the contactable physician included: product start date, medical history, new concomitant medications and new event details. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "burn blister" and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] large burn blister with a diameter of approx. 5 cm on the back [burns second degree] , despite the reminder of the warning by the pharmacy, the patient carried the heat layer directly on the skin [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable pharmacist reporting for a customer. An 84-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) on an unspecified date (using for many years) at once a day, for tension / pain. The patient's medical history was not reported. Concomitant medications included insulin glargine (lantus), metamizole sodium (novaminsulfon), pregabalin, pantoprazole, telmisartan, bisoprolol, simvastatin, amlodipine, sulpiride (sulpirid), and opipramol. The patient used the product on (B)(6) 2019. She experienced a large burn blister with a diameter of approx. 5 cm on the back, on (B)(6) 2019. Despite the warning on the package (wear over clothing from the age of 55) and despite the reminder of the warning by the pharmacy, the patient carried the heat layer directly on the skin. A lot # could not be provided by the pharmacy upon request. The action taken in response to the events for thermacare heatwrap and the events outcome were unknown. New information received from citi included severity of harm: s3. Additional information has been requested and will be provided as it becomes available. Follow-up (29nov2019): new information received from citi and us dsu included: severity of harm assessment. Company clinical evaluation comment: based on the information provided, the events of "burn blister" and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out., comment: based on the information provided, the events of "burn blister" and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.